Event description:
Pt spontaneously stated that one of her crono 5 pumps (unable to provide serial number) was showing "error 5" on the screen and she was unable to troubleshoot the issue. She stated it occurred during a syringe change so she switched to her backup pump and did not have a lapse in therapy. No side effects reported. We are sending pt a replacement pump and she will send back the malfunctioning pump for review. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.